Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, towards the end of the case, the arterial pump had an over speed and belt slip alarm that would cause the pump to stop. On the first pump stop, the perfusionist (ccp) hit the start button and then it stopped again with the 2nd error. Per the first perfusionist, she noticed the pump was noisy before she went on break (before the pump stops). Per field service representative (fsr), this issue occurred for a 2nd perfusionist who was covering for the first perfusionist. The device was not changed out, as the ccp then backed off his occlusion re-adjusted and finished the case with the pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per clinical review on (B)(6) 2013: earlier in the pump run, the perfusionist (ccp) noticed the pump was noisier than normally observed. During re-warming of the patient, prior to the removal of the aortic-cross clamp, the ccp reduced the flow of the arterial (roller) pump as the cardiovascular (cv) surgeon was filling and de-airing the heart. At these slower pump speeds, the arterial pump was moving in a jerky fashion. As the pump speed was raised, the pump was still jerky in motion. The ccp elected to hand crank the pump and was able to generate a patient pressure of 35-40 mmhg. During the herky jerky motion, belt slip messages were observed. Over-speed message was also observed, but this may have occurred during hand cranking. The perfusion team considered change out of the pump, but they were also questioning if the pump was possibly over-occluded. They had a flow sensor on the arterial line of the cpb circuit, and they backed off on the occlusion (as the pump was turning) and then re-tightened the occlusion using the flow sensor as a guide. When the flow sensor measured flow matched the calculated flow of the roller pump, they stopped adjusting the occlusion knob. Flows were able to be maintained and well controlled for ther remainder of the procedure. The ccp believes the blood flow was less than intended for about two minutes, but the arterial pressure was able to be maintained above 35-40 mmhg during this period. The procedure was completed successfully, without associated loss of blood, and there was no delay in the actual surgical procedure. There was no harm observed or reported.